Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in an unspecified duration of pacing inhibition. An rv lead fracture was suspected. Subsequently, with the crt-d programmed to off-electrocautery mode, loss of capture (loc) resulting in five seconds of pacing inhibition was observed on the left ventricular (lv) lead. The patient was completely pacemaker dependent. Threshold measurements were within normal limits. Boston scientific technical services (ts) discussed off-electrocautery mode and was unable to determine a potential cause for lv loc. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.